Manufacturer narrative:
The qa (quality assurance) investigation results were received on 12-apr-2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR¿s comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis [synovitis]. Case description: spontaneous report was received on (B)(6) 2013 from a physician database extraction regarding a male patient, initials unknown with osteoarthritis (grade 04 with no prior effusion). This case belongs to a batch of icsrs for a company purchased database containing a collection of data from october 1997 to july 2010. The patient¿s medical history was significant for previous use with synvisc (1st course). The patient¿s age was reported to be (B)(6) at the time of first course of synvisc. On (B)(6) 1999, the patient initiated treatment with first intra-articular synvisc (hylan g-f 20) injection of the second course in right knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 1999, the patient developed synovitis in right knee. The patient was treated with intramuscular celestone (betamethasone) for the event of synovitis in right knee. On (B)(6) 1999, 24 hours later, the patient recovered from the event of synovitis in right knee. The action taken with synvisc was not provided. Concomitant medications were not provided. The intensity for the event was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis in right knee as definitely related. Follow-up info was received on (B)(6) 2013 and the patient initials were reported as (B)(6).